Manufacturer narrative:
The device was returned for analysis; however, the investigation is ongoing. At the conclusion of the investigation a supplemental report will be submitted with the analysis conclusion. Manufacturer internal reference number: (B)(4).

Event description:
Dr. Walter javier reported that a hahn tapered implant broke beneath the platform. The patient presented on (B)(6) 2023 for a primary procedure on tooth #19. On 11/24/2025, the patient presented at office with crown and platform in hand. The provider determined that the implant fractured and separated beneath implant platform. The implant was not removed or replaced, and no injury was reported. The patients bone quality is type d2.

Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results. The DHR was reviewed for lot#6124912 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results. There was no stock product from lot#6124912 available for review. Investigation methods/results the device was returned but not in original package. Could not verify the implant size, as it was broken and fractured. Matter was observed in the threading of the implant. (See attached images). The complaint is verified based on the returned part(s) but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause description. Based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. The manufacturer internal reference number is: (B)(4).